Manufacturer narrative:
Continuation of d11: product ID: 978a128, lot# va27egg, implanted: (B)(6) 2020, explanted:(B)(6) 2020, product type: lead; product ID: 3560022, lot# va2725r, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that surgical intervention to replace the lead took place (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va27egg, implanted: (B)(6) 2020, product type: lead. Product ID: 3560022, lot# va2725r, product type: extension. Product ID: 978a128, serial/lot #: (B)(4), ubd: 19-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient that was being implanted for an advanced evaluation trial. It was reported that the wrong lead was used for an MRI sure-scan lead placement. The 978b128 was planned to be used, but the rep accidentally grabbed the micro lead 978a128. Because the micro lead was used in place of the non-micro lead, the percutaneous extension would not seat completely in the operating room. The percutaneous extension did not fit properly alerting the rep and physician of the situation. The ens would not pair with the lead. The rep called technical services during the case and tried to resolve the issue, but they were not able to resolve the issue at the time. The rep was trying to fix it post operatively, but was unsuccessful when they noticed that the lot number of the lead was the incorrect lead. The appropriate lead to accommodate the 3058 was planned to be placed on (B)(6) 2020. There were no further patient complications reported as a result of this event.